Manufacturer narrative:
(B)(4). Returned meter evaluated with defect found. Returned test strips evaluated with no defect found. Qc investigation on 2/2/2018 resulted in defect found; returned meter code key damage/dirty. Reported defect not reproduced with returned meter and test strip. Final root cause investigation has been completed: pcb contamination on the code key connector j2 caused by user. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 423 and 559 mg/dl. The expected fasting blood glucose test result range is 75 to 110 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 07/13/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). When attempting to do the back to back testing the meter read code (---) and customer could not test.